Event description:
It was reported that while preparing the device for use, the tip coil appeared loosened. This MDR is being filed based on investigation findings which determined the core wire had been fractured.